Event description:
A journal article was reviewed that contained information regarding this device and lead. It was reported that the patient experienced inappropriate shocks. Device interrogation revealed typical emi. The patient was preparing to wash his hands in the bathroom and touched the tap with his wet left hand shortly before the shock. The patient remained asymptomatic before and after the shock. The egm revealed noise. An electrician inspected the bathroom tap and a "small amount of current leak was detected." The electrician found the leak originated from an "inappropriately earthed bathroom socket." The socket was regrounded. It appears the device and lead are still in use. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "inappropriate shock delivery by implantable cardioverter defibrillator due to electrical leak from bathroom tap." Clin. Res. Cardiol. November 1;99(11):761-763. Serial numbers have been added.